Manufacturer narrative:
Product event summary: it was reported the shoulder pack had a broken strap. The shoulder pack ((B)(4)) was returned for evaluation. The device associated with this product event was initially returned to the product analysis lab on 11/02/2015, but remains unaccounted for. As a result, the shoulder pack is unavailable for analysis. A review of documentation records confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with similar circumstances were considered. A possible root cause of the broken strap may be attributed, but not limited, to wear and/or due to the handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the shoulder pack had a broken strap. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.